Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 95 to 98 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 89 mg/dl and 92 mg/dl. Verified storage of product is within instructed specification. Test strip log manufacturer's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 64 mg/dl (B)(6) 2015 10:00 am fasting: yes; 54 mg/dl (B)(6) 2015 11:00 am fasting: no. Adverse event not reported.